Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure could be completed normally as the issue occurred intermittently. A philips field service engineer (fse) visited the site checked the logfile and found that when in low dose mode, an x-ray tube and generator current unstable error was generated when the issue occurred. However, the fse was not able to reproduce the reported issue during his visit and the system was returned to the customer. The issue re-occurred again, and further investigation has been performed in (B)(4). The codes were updated based on the investigation outcome.